Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery, the head of the pressure sentinel broke into six pieces. In an attempt to retrieve all of the broken pieces, the surgery was extended by 30 minutes; however, one piece remains implanted in the intramedullary canal.

Manufacturer narrative:
This report is being amended to reflect changes. A patient history review indicated that the surgery time was extended approximately 30 minutes to try to remove the fractured parts. The fractured reamer was returned and the remaining piece was verified to be in-vivo via x-ray. A complaint history search found that this is the first complaint for the product lot number involved. All features checked on the returned part indicate that the part was made to specification. There is some wear and scratches on the reamer shaft which indicates the reamer may have been damaged prior to fracture. The package insert included with the reamer warns "do not force the reamer when resistance is encountered... Excessive torquing and/or multiple stalling of the reamer may cause shaft fracture and fragmentation to occur." It is unknown how the reamer was used leading up to the fracture. It cannot be determined what caused the pressure sentinel reamer to fracture. This product will be monitored for any adverse complaint trends. The pressure sentinel reamer shaft, tip, and several of the broken shaft pieces were all returned. All dimensions that were checked on the returned products met the print specifications. The hardness of the reamer head and quick connect fitting met specifications. The device history records for the lot involved were reviewed and the product was found to be conforming to specifications at the time of manufacture.